Manufacturer narrative:
On august 12, 2021 additional information received indicated that date of implantation was on (B)(6) 2006. The rupture was confirmed by the MRI examination on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with 400cc mentor memorygel breast implant experienced right-sided implant rupture with breast pain postoperatively. Rupture was confirmed by mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. A discrepancy between device implantation date and device manufacture date has been identified. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
After secondary review of the file on (B)(6) 2021, it was noted that the patient initially provided 2006 as the year of device implantation, but the patient was unsure of the date. The device implantation date in the initial report was the best estimate provided by the patient. Manufacturer¿s reference number: (B)(4).